Event description:
Pt with fall with chief complaint to both hips. CT scan performed of pelvis. Overlay of software image was incorrectly positioned. Pt was lying on her side during the CT scan. This incorrect overlay resulted in the mislabeling of the anatomical landmarks. Anterior/posterior and left side/right side. This was noted by the technician, radiologist nor surgeon. Pt has hip pinning on the wrong hip.